Event description:
The technician was performing a procedure on an elderly patient using the kodak directview dr 3000 system with the kodak moveable table (this table was previously available as a component of the system - it is now obsolete). While angling the bucky, the patient's hand was pinched between the bucky and the table. (Note: the dr3000 bucky is attached to one side of the u-arm.) The patient was being positioned by the technician for a knee exam. The patient was holding on to the side of the table in order to leverage himself into a lateral position as instructed by the technician. (Clarification: the patient was not instructed to hold on to the table, only to move into position for the knee exam.) The technician was angling the bucky into position for the x-ray. The technician was focusing on keeping the bucky from contacting the support bar under the table while angling the bucky into position. The patient was holding the table on the side away from the technician. The patient exclaimed as his hand was pinched between the bucky and the table. The technician did not immediately realize what the source of the patient's complaint was. The technician moved the bucky to release the patient's hand as soon as the problem was recognized. After the event, the patient complained of pain in the hand that was pinched.

Manufacturer narrative:
User documentation was evaluated. The "kodak directview dr 3000 system hardware user's guide" (B)(4) contains statements as follows: under the heading "u-arm controls", "caution: when adjusting the u-arm, assure that you avoid patient contact. Carefully monitor the patient position (hands, feet, fingers, etc.) To avoid injury caused by system movement. Patient hands must be kept away from moving components of the unit." (P. 2-9). Under the heading "safe operation precautions", "caution: the system must be used only by qualified personnel and only after training in its specific operations. When using this equipment it is the operator's responsibility to ensure the patient's safety by using the protective devices provided, visual observation, and proper patient positioning." (P. 2-1). Under the heading "safe operation precautions", "caution: thoroughly check that there is no interference or possibility of collision between the patient and other equipment." The "kodak directview dr 3000 system safety and regulatory information" manual (B)(4) contains statements as follows (both on p.5): under the heading "safety cautions", "caution: only qualified personnel may operate the dr 3000 system. Operation of the equipment by persons who have not been trained or who are unfamiliar with the functions and controls of the dr 3000 system may cause serious injury to the patient, serious injury to the operator, or equipment damage." Under the heading "safety cautions", "caution: do not allow the u-arm to collide with the patient or operator, or with other objects during manual or powered movement. A collision can injure the patient or operator and damage the equipment. When using a moveable table, avoid collisions between the detector assembly and the table. Use care when moving the u-arm."